Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain and degenerative disc disease. It was reported that a pocket revision was performed on the day of the report because the implantable neurostimulator (ins) was not sitting well in the pocket and had something to do with the patient's weight. No symptoms reported. It was unknown if the patient had recovered completely. It was unknown when the issue started to occur. Further follow-up is being conducted to determine if the cause of the ins not sitting well in the pocket was determined. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the health care professional did not know the cause of the stimulator not sitting well in the pocket or when the issue began. It was reported that the troubleshooting performed was multiple sessions of patient education.